Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during the procedure the clip would not load into the jaw. No pt injury reported.